Manufacturer narrative:
Device was used for treatment, not diagnosis. Date due to malposition of implant unknown. This report is for unknown pdc implant/unknown lot number. Original implant date, sometime in 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A UDI number is not available at this time as the complainant prodisc-c has an unknown part number. UDI is unavailable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery for implantation of the prodisc c some time in 2013 at unknown leves. On (B)(6) 2015 the patient had revision surgery to remove the prodisc implant due to malposition of implant. Patient is in stable condition. No other information was supplied. This report is 1 of 1 for com-(B)(4).